Event description:
During the eval, the device alarmed "door not fully latched." Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref #(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced a door not fully latched alarm. The eval also found a failed upper aux which is a known contributor to the door not fully latched alarm, and has been replaced.